Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code batch, there are no units in stock. Received one open and used cassette with the date of cassette's opening written (B)(6) 2015. The reception of the cassette was on (B)(6) 2015, so the suture was used within 4 months period after opening, which is correct. Performed visual inspection the thread in the cassette received breaks easily, the thread is degraded. Thread degrades by hydrolysis because of air humidity. Stability tests performed guarantee product properties within 4 month after opening the cassette. Tightness test to the cassette received has been performed and the cassette is tight and checked the welding area and no defects have been found. The cassette received has another cap as supplied by the OEM, with another cap the product properties cannot be guaranteed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As indicated on the cassette label: "knot the remaining thread and replace the cap after each use." Final conclusion: complaint is not justified. In spite of receiving a cassette with the thread degraded, the analysis determined that the cassette was not defective. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on this product. The customer will receive a credit note for one cassette as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The customer states that the thread tears too easily (immediately when being pulled out of the cassette). This has been tested on two cassettes (and three more are in stock at the customers'). The cassette has been opened on (B)(6) 2015 as marked on the cassette.